Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer called concerned with test results from results obtained of 276 mg/dl. The customer stated her expected am fasting blood glucose test result range is 120-140 mg/dl. Customer stated that she has only been using the meter for less than a month. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/16/2027 and the open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 276 mg/dl date: (B)(6) 2026 time: 8:17am fasting am. Result 2: 131 mg/dl date: (B)(6) 2026 time: 8:14pm fasting pm. Result 3: 139 mg/dl date: (B)(6) 2026 time: 8:09pm fasting pm. Result 4: 96 mg/dl date: (B)(6) 2026 time: 12:38pm fasting pm. Result 5: 123 mg/dl date: (B)(6) 2026 time: 7:27am fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.